Manufacturer narrative:
On (B)(6) 2017, the customer reported that the blood glucose (bg) level elevated to 500 mg/dl. The customer went to the emergency room (ER). The pump was disconnected and the customer was treated. The customer left the ER after approximately 12 hours felling better with a bg of 201 mg/dl. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (344-44 mg/dl) and a correction bolus was delivered to address the bg level. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was found. The customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
Bg levels were 344-444 mg/dl.